Event description:
A caller reported that the pump battery was depleting too quickly. There was no adverse impact to the customer's blood glucose level. The patient declined further troubleshooting and follow-up, leading technical support to close the case due to unavailable data for a more thorough analysis.